Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to evaluate the instrument in this event. The customer performed repairs by tightening the reagent probe fitting which resolved the issue. No signs of error or leaking issue were detected. The system functioned properly and all sample results were within the established specifications. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was an error message on the unicel dxc 600 synchron system indicating "sample cuvette no fluid detected." After instructing the customer to inspect the reagent probes, it was discovered that there was fluid which had leaked on the end of the reagent drip tray. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.